Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing hyperglycemia. The customer's blood glucose value was 500 mg/dl and current blood glucose level was 309 mg/dl. Customer treated for high blood glucose using bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was inactive. Customer alleged possible pump under delivery. Customer reported high performance test passed. The device will not be returned for analysis.